Event description:
The customer's wife stated that the customer was hospitalized for low blood glucose. No blood glucose reading was reported for the event. Troubleshooting was performed, and the insulin pump passed the self-test. The insulin rewound and primed correctly. The wife later called back stating that the customer was not connected during the manual prime. The wife also stated that the customer wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.